Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2014 due to hemorrhagic stroke and anoxic brain injury. The patient was found unresponsive at home. Per the medical record, the patient's international normalized ratio (inr) was therapeutic at time of injury. Additional information was requested but was not provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.